Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v079716, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v065399, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
A consumer reported the patient had their deep brain stimulation system removed due to infection in (B)(6) 2009. The patient had an infection at the lead site behind the ear that went up into the brain. The wound debrided on (B)(6) 2008 and the system was removed in (B)(6) 2009. The infection was determined to be p. Acnes and coagulase negative staph. The patient was in the hospital for three weeks. The infection had resolved. The patient's indication for use is parkinson's dual.